Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was on black screen, and the remote support service was offline. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station unit would not power on. A field service engineer verified that power was available at the wall outlet. The fse disconnected all drawers, auxiliary tower, and remote manager from the main unit, but it still did not power on. After further troubleshooting, the issue was identified with the power supply. The fse replaced the power supply with a new one, and the customer subsequently ran an inventory to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.